Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about leakage. The customer reported as follows: on (B)(6) 2022, mz1000 was started to be used. At 16:00, the patient noticed the leakage of the infusion fluid and pressed the nurse call button.

Manufacturer narrative:
Investigation summary. One mz1000 sample was received for investigation without packaging, and details of the lot number were not provided. No connecting products were received to assist the investigation in this instance. The sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from a crack to the female luer adaptor of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about leakage. The customer reported as follows: on (B)(6), mz1000 was started to be used. At 16:00, the patient noticed the leakage of the infusion fluid and pressed the nurse call button.